Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry, that a patient with a 27mm 11500a inspiris aortic valve. Underwent a redo aortic valve replacement procedure. After an implant duration of one (1) year, two (2) months, due to unknown reasons. The explanted valve was replaced with a another 27mm 11500a inspiris valve. The patient was in recovery.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.